Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with corroded battery tube. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
Information received by medtronic indicated that daughter of the customer had high blood glucose. The blood glucose of customer was 339 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose level event. Customer was not alleging insulin pump was under delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.